Event description:
A caller reported an occlusion alarm, but technical support was unable to verify the alarm number due to pump history limitations. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions to disconnect the tubing, tighten the lock, and deliver a bolus, though they chose not to proceed with the troubleshooting steps. Necessary supplies were changed, and insulin therapy was resumed. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.